Manufacturer narrative:
Correction to field b2: outcomes attrib to adv event. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of hematuria, urinary retention and urinary urgency are a known risk associated with these devices as indicated in the instructions for use. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Based on this investigation, the investigation conclusion code of adverse event related to patient condition was assigned to this investigation as the allegation relates the symptoms of cerebral vascular accident, loss of consciousness, and shock not being related to the device. The patient medical history and concomitant medication may have contributed to the events/severity of events. The cerebral infarction is not an anticipated potential harm in the risk documentation and is likely related to the discontinuation of the patient anticoagulant medication. Furthermore, the IFU does not provide guidance regarding management of patients on anticoagulants. The decision to discontinue and subsequently resume anticoagulant therapy is at the discretion of the treating physician based on the individual patient's medical history and clinical circumstances. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient in his 70s with a history of chronic heart failure and internal carotid artery stenosis was taking rivaroxaban. He had urinary retention due to benign prostatic hyperplasia (estimated prostate volume: 55ml) and was in self-catheterization. Due to episodes of urinary tract infection and gross hematuria, a water vapor energy therapy (wave) procedure was performed without discontinuing the antithrombotic medication. Postoperatively, the patient regained spontaneous urination and discontinued self-catheterization. Although occasional hematuria was noted the patient developed urinary retention due to clot formation and underwent tuc (transurethral coagulation). Arterial bleeding from the left lobe was identified and hemostasis was achieved. However, intra-operative shock vitals occurred, requiring admission to the ICU (intensive care unit) post-operatively. Rivaroxaban had been temporarily discontinued. Later, the patient suddenly lost consciousness and was diagnosed with cerebral infarction; the patient level of consciousness did not improve despite performing percutaneous thrombectomy. His general condition gradually deteriorated and passed away on the second day after onset. The physician reported that there were points requiring review, such as patient selection, risk management, and the delay in resuming the antithrombotic therapy. The procedure had been completed without any issues with six shots delivered. While not directly related to rezum, this outcome might have been avoided had there been no post-operative bleeding associated with wave therapy.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient in his 70s with a history of chronic heart failure and internal carotid artery stenosis was taking rivaroxaban. He had urinary retention due to benign prostatic hyperplasia (estimated prostate volume: 55ml) and was in self-catheterization. Due to episodes of urinary tract infection and gross hematuria, a water vapor energy therapy (wave) procedure was performed without discontinuing the antithrombotic medication. Postoperatively, the patient regained spontaneous urination and discontinued self-catheterization. Although occasional hematuria was noted the patient developed urinary retention due to clot formation and underwent tuc (transurethral coagulation). Arterial bleeding from the left lobe was identified and hemostasis was achieved. However, intra-operative shock vitals occurred, requiring admission to the ICU (intensive care unit) post-operatively. Rivaroxaban had been temporarily discontinued. Later, the patient suddenly lost consciousness and was diagnosed with cerebral infarction; the patient level of consciousness did not improve despite performing percutaneous thrombectomy. His general condition gradually deteriorated and passed away on the second day after onset. The physician reported that there were points requiring review, such as patient selection, risk management, and the delay in resuming the antithrombotic therapy. The procedure had been completed without any issues with six shots delivered. While not directly related to rezum, this outcome might have been avoided had there been no post-operative bleeding associated with wave therapy.